Event description:
The pt reported, an elevated blood glucose reading in the 400 mg/dl range. She stated, she has recently noticed that, when she changes her insulin cartridge on her infusion device, there are no air bubbles initially but later she will see air bubbles. She stated she has switched to her backup infusion device and has not had this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.